Event description:
The patient presented to the hospital with inappropriate hv shocks for af. During interrogation the device was found to be in hardware back up mode. The device will be explanted

Manufacturer narrative:
No medwatch form was received.